Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. No fragments fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken pitch cable at the proximal end in the housing. The pitch cable was broken at the backend pulleys. The instrument was found to have a broken pitch cable at the distal end. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.